Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation.

Event description:
Boston scientific received information that this device was an attempted implant due to pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. However, measurements were within normal limits with tested with the pacing system analyzer (psa). The physician stated he had secured the lead to device connection multiple times but the measurements did not improve. There was no visible issue with the header; however, a header issue was suspected as impedance measurements were less than 2000 ohms with the replacement device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.